Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant noise was being seen on the right ventricular (rv) channel as well as oversensing of the atrial signal. A chest x-ray was performed which was noted to be normal. The device was reprogrammed. There were no adverse patient effects reported. The device remains in service.